Event description:
Hcp confirmed the pt's report of having the pump and catheter replaced due to a slow healing process from the implant. There was a concern about infection. The pt is reported as having recovered without sequela.